Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a bent grip tip tang. Additional observation(s) not reported by site: the instrument was found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 0.70mm. The grips were not found to be cracked. The probable root cause is attributed to damage during use, as breaking of the grip tang can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument had a broken wrist effector. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no material was missing or detached from device that enters the patient's body. No jaw loose/dislodged from distal end of instrument. No allegation of unclamping failure while instrument gripping tissue. The instrument was not removed together with the cannula.